Manufacturer narrative:
The AED, battery, and pads used in the rescue were sent to csc for investigation. The AED passed impedance tests and inspection of the wiring harness that connects the defibrillator pads to the main pcba found no damage. Inspection and testing of the components on the main pcba that could impact the patient impedance circuit found no problems. Shock simulations were performed and the AED successfully delivered shocks without any issues. Twenty minutes of thirty second self tests were run and the AED passed all tests. The results of the AED evaluation determined that it operated as designed. Inspection of the pads used in the rescue found that one of the pads was torn and didn't have gel on it. Previous testing has found that improper removal of a pad from the release liner can damage the pad and detach the gel. The root cause of the reported problem is likely user error. If gel is missing from a pad there may be insufficient electrical contact between the electrode and the patient and the AED wouldn't be able to detect that the pad had been placed on the patient and would continue to prompt the user to open the pads package. The customer was given a replacement AED, battery, and pads.

Event description:
The fire department responded to a call where a person had collapsed. When they arrived on the scene, the patient was unresponsive and not breathing and CPR was initiated. When they tried to use the AED on the patient, the AED kept prompting them to tear open the pads package after the pads had already been placed on the patient. The user twice checked that the pads were in place. During this time, chest compressions were never stopped. Another AED from a second fire department was applied and didn't recommend a shock after any of the 4 rhythm analysis sessions. Cpe was continued until advanced life arrived and pronounced the patient. Following the incident, the customer reported that the problem with the cardiac science AED did not result in the death of the patient.